Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and no anomalies were found. It was noted that the inner tubing was kinked/buckled at various locations and the lead was stretched.

Event description:
It was reported that during the implant procedure, there were positioning difficulties. The device was not implanted. No patient complications have been reported as a result of this event.